Event description:
The MFR received info alleging an everflo oxygen concentrator caused her to have asthma. The pt claims the device contains phthalates, that can cause asthma. The investigation is still ongoing. A f/u report will be filed when the investigation is complete.